Event description:
During an unspecified procedure the maverick 2 monorail ptca catheter was difficult to advance to the lesion and when it was withdrawn the shaft near the balloon was kinked. The lesion being treated was located in the lca. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as "satisfied/good".